Event description:
Device 3 of 4. Reference MFR reports: 1627487-2013-16350, 16351, 16353. The patient has two supraorbital leads and two occipital leads (off-label uses). It was reported the patient developed an infection on the back of her neck and was undergoing an incision and drainage procedure. A culture of the site allegedly was taken, and the patient is being treated with intravenous antibiotics.

Manufacturer narrative:
Evaluation codes: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.